Event description:
The nursing staff reported there was a rupture of the bloodline around the blood pump segment resulting in an external blood leak. According to then nursing staff, the set had been in use for 48 hours at the time of the event. The blood from the prisma 100 filter set was not returned to the patient resulting in an estimated blood loss of 107 ml. The customer reported there was no adverse event to the patient and no medical intervention was necessary. A new filter set was setup and treatment restarted.

Manufacturer narrative:
The prisma m100 pre set was discarded and not available for inspection. The review of the prisma m100 pre set device history record for lot number 13c1803 shows that one manufacturing anomaly was recorded regarding this lot number but related to a packaging issue and therefore this had no link to the reported event. The complaint history files confirm no other complaint reported regarding this lot number. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number. Gambro received no information to suggest that the patient was seriously injured or needed any medical intervention linked to this event.